Event description:
It was reported by service report that the headend lift assembly was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift potentiometer lost limits.